Event description:
A caller reported experiencing a cgm error 42 issue. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, and after completing the reset, the cgm error did not reoccur. The caller successfully began their sensor session following the resolution.